Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on a bd insulin syringe with the bd ultra-fine" needle 1ml 31g x 5/16" the rod would snap and break during use causing difficulty in drawing up medication. About ten syringes were affected. No injury or medical intervention.

Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch# 7016909. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Conclusion: bd was unable to confirm the customers indicated failure mode because no samples or photos were received to confirm the stated defect.